Manufacturer narrative:
This device is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -13.0/+3.5/089 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. The lens was exchanged for a longer lens of a similar diopter on (B)(6) 2017 due to the patient experiencing low vault. The problem was resolved. The patient's post-op best-corrected and uncorrected visual acuities were 20/15 as of (B)(6) 2017.